Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure while using a thunderbeat device, the ultrasonic generator displayed several error messages. One error message stated "esu needs to restart." Both of the generator devices were powered off and on but the same error message was observed. Both generator devices were replaced. While the staff was obtaining another thunderbeat device, the pt started to bleed excessively, and required an immediate open surgical procedure to control the bleeding. The pt's current condition is critical but no further details are available at this time. Olympus followed up with the user facility to obtain more details regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the pt's outcome could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.